Event description:
A vaxcel PICC line was being placed for therapeutic purposes. During catheter insertion, one side of the wing broke and the whole end completely broke off. The physician used a hemostat to be able to finish the procedure.